Event description:
It was reported that, during a cori assisted surgery, while the surgeon was burring the distal femur, the real intelligence robotic drill started making a higher pitched noise and then just stopped and an error message was displayed. They got the real intelligence robotic drill switched out and continued on without issue. Other than that, at some point the real intelligence femur tracker moved and they were not able to continue with the robotics. The procedure was finished using an smith and nephew back up device. The patient was not harmed beyond the reported problem. Additionally, the ri robotic drill attachment and; therefore, the real intelligence robotic drill tracker were locked on the handpiece and could not be removed. They all tried and even used pliers, it would not budge.

Manufacturer narrative:
The real intelligence femur tracker part number rob10018, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. The real intelligence¿ cori¿ for knee arthroplasty user manual, preparing for the intraoperative knee procedure: setting up the bone hardware section provides guideline for proper installation of femur and tibia trackers. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with wear around the femur tracker splines. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted surgery, while the surgeon was burring the distal femur, the real intelligence robotic drill started making a higher pitched noise and then just stopped and an error message was displayed. They got the real intelligence robotic drill switched out and continued on without issue. Other than that, at some point the real intelligence femur tracker moved and they were not able to continue with the robotics. It is unknown how the procedure was completed. The patient outcome is unknown. Additionally, the ri robotic drill attachment and; therefore, the real intelligence robotic drill tracker were locked on the handpiece and could not be removed. They all tried and even used pliers, it would not budge.

Manufacturer narrative:
Internal reference number: (B)(4).